Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the atrial and ventricular output connectors were broken, the keyboard was scratched and the battery drawer was broken. It was also noted that the upper and lower cases were contaminated, the battery release was contaminated, both bail covers were missing, the ring cover was missing, the lead flex cover was contaminated, the battery contacts were compressed, both bails were missing, the ring was missing, the main printed circuit board (pcb) was out of electrical specification (battery removal test failure) and the battery flex was corroded. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that two capacitor component failures caused the device battery removal test failure.